Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the crossbrace has broken below the weld.

Manufacturer narrative:
Additional/updated information was added to reflect the wheelchair being returned to the manufacturer for evaluation. The result of the evaluation was that the crossbrace was broken, which confirmed the original complaint issue. It was also identified that the crossbrace hardware was loose. However, the underlying cause could not be determined.

Event description:
Provider states the crossbrace has broken below the weld.